Event description:
It was reported that during a roux en y procedure, the device cut and stapled. However, the distal half was cut and did not staple. The surgeon over sewed the staple line. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the reload was received in good visual condition and fully fired. The lockout spring was found normal. No functional test was performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.